Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 460 mg/dl. Reportedly, the customer ripped the site out and was disconnected from insulin therapy. The customer reconnected to the site and the bg level was addressed with a bolus via the pump. Reportedly, the customer's wife assisted the customer with delivering the bolus.